Manufacturer narrative:
The limitorr unit was not returned; nonetheless, the reported condition (broken drain) was confirmed based on the piece of stopcock connection point still attached to the transducer sent. The DHR of fg lot # 3008504 was reviewed and no anomaly was reported during the manufacturing and packaging processes that can be associated to the reported condition. The UDI number for catalog ins9030 is (B)(4).

Event description:
N/a.

Manufacturer narrative:
The device was not returned for evaluation. The DHR was reviewed and no anomaly was reported during the manufacturing and packaging processes that can be associated to the reported condition. The reported condition is unconfirmed. The root cause is undetermined. The UDI number for catalog ins9030 is (B)(4).

Event description:
The customer reported that the cord that connects the transducer to the monitor cable pulled and the stopcock area of the ins9030 limitorr drain volume limiting evd 30 ml snapped off on (B)(6) 2019. Physical therapy was working with the patient. The patient was out of bed in a chair. There was no reported injury. The limitorr was replaced with another.